Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Customer reported a continuous glucose monitor reading of ¿high¿ and attempted to treat the elevated blood glucose level (bg) with a supply change, correction bolus and insulin injection. Customer subsequently went to the emergency room with a bg of 800 mg/dl and diabetic ketoacidosis and was treated with intravenous insulin, saline, potassium, electrolytes and d5. The customer was then admitted to the hospital and treated with intravenous insulin, saline, potassium, electrolytes and vitamin d. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Reportedly, the customer replaced the cartridge and continued insulin therapy.